Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5141332.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had multiple high impedances. The patient underwent an explant procedure, and the explanted leads were discarded and will not be returned.